Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with cracked reservoir tube lip and retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a software error detected and a pump error. The insulin pump shut down and asked for a battery change. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.